Event description:
A malfunction was reported involving a pump distributed by air liquide healthcare ireland, occurring in ireland. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided the customer with instructions to reset the pump, and after following the procedure, the malfunction code did not recur. The customer was advised to continue using the pump and to reach out if any issues reemerged, which the customer understood and acknowledged.